Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak; discoloration was seen inside the device. A leak test was performed, which confirmed the presence of a leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The customer reported that he had applied a new pod, which "appeared normal", though, his bg levels rose significantly within a seven hour period. His bg level was 250mg/dl upon activating the new pod, but rose to greater than 500mg/dl; his levels remained consistently high (477-500mg/dl) and he had to administer a manual insulin injection. He deactivated the pod and ended up going to the hospital where he was placed on "sugar water for hydration". He was released from the hospital the following day. The pod will be returned for eval.